Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 183 mg/dl. Customer stated the alarm was triggered while filling up the tube. Customer was not able to exit the tubing process. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump unable to prime during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No compromised force sensor system alarm during testing. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window.